Event description:
Additional information was received from the user facility. There was no delay in the procedure. The user was unsure if the device was cleaned prior to each use. The device has never been serviced by a third-party.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. According to the information provided and the repair and inspection results, corrosion was found inside the video connector. Therefore, it was likely that images were not output, or the abnormality of colors occurred because the communication failure occurred in the endoscope. As to the cause of the failure, it has been about eight years since the subject device was manufactured, and there was corrosion, rust, and defects. Therefore, it was likely that the failure was caused by long-term usage.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had connected an evis exera iii colonovideoscope scope to the evis exera iii video system center but could not recreate the issue at the time of the call. The reporter had checked with the end user regarding the narrow band imaging (nbi) feature. The user informed the reporter that the green and dark purple image on the monitor was not caused by activating the nbi feature. The reporter had swapped the evis exera iii video system center and determined the issue was with the evis exera iii video system center. The evis exera iii video system center would be sent to olympus for evaluation. The device was returned to an olympus service center for evaluation and the issue was not confirmed. However, it was found that there were corroded scope socket pins which may have caused the issue. The picture in picture connection wire was broken. The universal serial bus board had failed and was unable to load settings. The switching devices and software needed an upgrade and the housing had cosmetic wear and corrosion on the chassis and top cover. There was white paint or fluid inside the unit. In addition, the label was illegible. The unit had an additional customer label on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the image on the display monitor which was connected to the evis exera iii video system center, turned green and dark purple. An evis exera iii gastrointestinal videoscopescope was also used during the event. The user stated the issue occurred the day before during a colonoscopy and during the procedure today, (B)(6) 2021. The user stated the colon could not be viewed properly, therefore the evis exera iii xenon light source had to be power cycled, which resolved the issue each time. The procedure was completed. No patient harm reported. This complaint is related to patient identifier (B)(4).